Event description:
The customer reported that the ventilator has no gas output. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that there is no output flow from the unit. The customer there was no pt involvement. The MFR's service tech was able to duplicate the reported problem and replaced the blower assembly. Failure of the blower could result in ventilation during normal ventilation operation. The service tech completed performance verification testing and tests passed to operating specs.